Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured proximal tip of the inner coil of the right essure') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infect"). At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2012 and (B)(6) 2013, (B)(6) 2012. Proper placement was noted by visualizing one to three coils at the opening of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-jan-2013: fractured proximal tip of the inner coil of the right essure device with extravasation of contrast into the peritoneum from the proximal right fallopian tube in the region of the fractured device.. Imaging procedure - on 01-apr-2012: confirmation test? Yes result : unknown. Lot number: a34126 manufacturing date: 2012-07 expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured proximal tip of the inner coil of the right essure') in an adult female patient who had essure (batch no.: a34126) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infect"). At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012, (B)(6) 2013, and (B)(6) 2012. Proper placement was noted by visualizing one to three coils at the opening of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: fractured proximal tip of the inner coil of the right essure device with extravasation of contrast into the peritoneum from the proximal right fallopian tube in the region of the fractured device. Imaging procedure on (B)(6) 2012: confirmation test? Yes. Result : unknown. Most recent follow-up information incorporated above includes: on 14-dec-2020: plaintiff fact sheet received. Lot number added. Reporter information, lab data were added. New event added: fractured proximal tip of the inner coil of the right essure we received a lot number in this case. A technical investigation will be conducted, including a batch review, a review of complaint records, and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.